Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient experienced mild redness at the insertion site. The patient was treated with unknown antibiotic powder, dose and route of administration not reported. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Previous medwatch submission noted mild redness at the stoma site that was treated with an unknown powdered medication. It was later reported that the powder medication was applied topically and placed on top of the skin. The insertion site has improved after treatment, became calmer with decreased redness. Abbvie has determined that the reported event is non-serious.